Manufacturer narrative:
Corrected data: d9.

Event description:
The user facility reported that a bit broke off in the device during testing prior to a procedure. There was no patient involvement, no delay, and no adverse consequences.

Event description:
The user facility reported that a bit broke off in the device during testing prior to a procedure.  There was no patient involvement, no delay, and no adverse consequences.